Event description:
Black oily substance oozed from the blade into patient during use. Area was shaved with another blade and irrigated copiously with saline. Patient had received antibiotics prior to surgery as is the md's usual practice.

Manufacturer narrative:
Examination showed both human matter and an unidentifiable black substance were on the inner and outer blade. The device was forwarded to qe for further review. (B) (4)